Manufacturer narrative:
Technician found the bed in bed shop. Found that the head section will not go down with CPR lever. Cause: CPR valve is stuck. Replaced the CPR valve to resolve this issue.

Event description:
Info received that the head section will not go down with CPR lever. No injury reported.